Event description:
It was reported that the patient underwent esophageal ablation. Postoperatively the patient experienced difficulty in swallowing. Patient was endoscoped where esophageal stricture was observed and subsequently dilated.